Manufacturer narrative:
H10: the device was not received for evaluation; however, troubleshooting was performed on-site by a non-baxter technician. The reported event was not duplicated. The technician proactively replaced the uf module. The reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an excessive ultrafiltration event occurred on an ak 96 machine. Prior to the start of hemodialysis therapy, the patient¿s weight was 44.4kg. The ak 96 machine was programmed to remove 2.5kg with a treatment time of 4 hours. One hour after therapy started the patient's weight was observed to be 42.7kg. The nurse changed the ultrafiltration to 1.2l to compensate. Three hours later the patient complained of ¿hoarseness¿ and the patient's weight was noted to be 42.0kg. The machine read that 1.0kg was removed. Ultrafiltration was stopped. After dialysis the patient's weight was 42.5 kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted